Event description:
It was reported that high lead impedance was observed after an ICD replacement. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.